Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported an outer shaft break and holes in the inner shaft occurred. The patient was undergoing an endovascular aorta repair embolization procedure. During the procedure it was noted that the outer nitinol tubing of the direxion catheter broke approximately 8cm from the hub. The inner tubing was still intact, however, there were holes in it. The microcatheter was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the direxion device was returned. The shaft was found to be fractured at the base of the strain relief. The nitinol was found to be fractured and the lumen damaged. A break in the nitinol shaft was noted 32.4 - 35.5cm from the proximal end of the device, exposing the liner. Damage to the liner was also noted. No holes or perforation was noted during microscopic examination of the device ¿ damaged liner was noted at 32.4 ¿ 35.5cm from the proximal end of the device. An inspection of the catheter was performed by rotating 360° and no other defects were found. A 0.018 inch guidewire was inserted into the returned catheter without resistance or issue. A leak test was performed on the returned device and a leak was noted at 32.4 - 35.5cm on the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an outer shaft break and holes in the inner shaft occurred. The patient was undergoing an endovascular aorta repair embolization procedure. During the procedure it was noted that the outer nitinol tubing of the direxion catheter broke approximately 8cm from the hub. The inner tubing was still intact, however, there were holes in it. The microcatheter was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.